Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited shorter than expected longevity estimate due to programmer software estimator errors. The programmers remain in use. No patient complications have been reported as a result of this event.